Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va0ebr4, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported a shocking sensation, pain and uncomfortable stimulation. It was confirmed that the ins (stimulator) therapy was on. There was no trauma/falls reported that could be related to this issue. Caller states that 3 weeks ago a girl pushed her and the patient got her left leg caught on a stair but from what was gathered it appears the patient's son caught her. Patient felt stimulation was on her left side but the caller ultimately didn't attribute this incident to the shocking she was noting. The reported issue was related to positional movements. Caller states shocking had been since implant and before this week it was happening when she was sitting down and putting pressure on her left side, when she was sitting down and went to get up. As of the past week the shocking had been seemingly at random and has been breathtaking. Decreasing amplitude does eliminate the uncomfortable stimulation. C aller states it does a little but the shocking continues. She called the doctor last week and the doctor told her to call manufacturer. Caller states she met with the doctor a month after surgery and everything 'looked fine'. She was having a surgical procedure this coming wednesday which was not related to ins (stimulator). The patient was planning on seeing her managing doctor at that time. Shocking was in the vaginal area. The ins had been effective for her symptoms. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.